Event description:
It was reported to boston scientific corporation in 2008, that a button replacement gastrostomy device was planned for use. According to the complainant, during prep, "a crack was noted at the distal end when the device was removed from the package." Reportedly, another button replacement gastrostomy device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be 'good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.